Event description:
The dilatation catheter was used to predilate a lesion prior to stenting with no complications. After stenting the physician again used the same dilation catheter but after the second deflation the physician was not able to deflate the balloon and had to use a 50cc syringe to fully deflate the balloon. No pt injury was reportedly associated with this incident.